Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The instrument had no visible cable damage. The instrument passed both electrical continuity and self check. The instrument was returned with a small broken fragment. The broken fragment was sent back with the instrument and was found to be from one of the vessel sealer jaws. The fragment measured approximately 0.062 in length was found missing where the conductor wire inserts into the molded jaw between the two tang angles of the jaw and distal to the clamping nut. As a result of the broken piece, the conductor wire hangs loose at distal end. The cause of broken fragment is unknown as there were no signs of wear or collision markings found in the area of breakage. Intuitive surgical inc. (Isi) has conducted a device history record (DHR) review for this device and did not find any non-conformances that would affect any material of the final product and/or the quality or performance of the instrument. This complaint is being reported due to the following conclusion: a broken fragment from the instrument fell inside the patient. Although, no patient harm occurred, it is unknown what caused the breakage.

Event description:
It was reported during a da vinci assisted total benign hysterectomy procedure, the cables on the vessel sealer instrument became disengaged. Furthermore, it was reported that a fragment fell inside the patient and was retrieved during the same da vinci procedure. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.